Event description:
It was reported that there was a gradual increase in thresholds and pacing impedance to high levels. The pace/sense portion of the lead was capped, a new pace/sense lead was implanted, and the defibrillation portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 lead, implanted: (B)(6) 2005. (B)(4).